Event description:
On (B)(6) 2012, the patient's brother contacted animas to report that he found the patient 2 hours prior with a low blood glucose of 20 mg/dl. The patient's brother claimed he gave the patient a "glucose spray" which was equivalent of 30g cho and the patient's blood glucose (bg) rose to 87mg/dl. The reporter stated, the pump was not removed or suspended the patient's bg dropped back to 47mg/dl and the patient became "incoherent" and had a seizure. The reporter informed customer support that he treated the patient with more "glucose spray" and the pump was put into suspend mode. During a follow-up call to the patient by customer support, the patient stated his bg was 47 mg/dl 1 hour prior; however, was back up to 320 mg/dl. During the follow-up call, the patient denied having any additional signs/symptoms of low or high blood glucose at that time. The patient declined to review the pump at the time of the follow-up call due to previous engagements. Animas customer support made several attempts to reach the patient to obtain additional information regarding the low bg, but were unsuccessful in their attempts. This complaint is being reported because, the patient developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy. Based on the limited information provided the subject pump could not be ruled out as a cause and/or contributor to the event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.